Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had emergency medical technicians dispatched due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 89 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer has been having a lot of lows in the past 3 months as low as 52 mg/dl which they treated for with food. The insulin pump will not be returned for analysis.